Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). At the time of this report the patient was not recovered and pd therapy was no longer ongoing. Additional information was unable to be obtained.